Event description:
Pt returned to surgeon complaining of pain and discomfort from prominent screw head implanted in (B)(6) 2011 in a calcaneous ostectomy procedure. Calcaneous osteotomy was part of correction of congenital valgus deformity of the tibia and flat foot. Pt was already scheduled to be treated on (B)(6) 2012 for the same congenital valgus deformity on the other foot. The surgeon decided to remove the painful screw in a concurrent procedure when the pt was returned to the operating room on (B)(6) 2012. One screw was removed, and the surgeon completed both procedures with no problem. Surgeon advised consultant that complained screw was intentionally left proud, rather than countersunk, at the time of implant.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.